Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+1.0/087 (sphere/cylinder/axis), tore during loading. The lens rupture was due to snagging while loading injector. The lens was not implanted. The lens was replaced with another same model/length lens and the problem was resolved.